Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. Review of the event history log found no relevant issues. Visual and functional tests were performed. The customer reported problem was confirmed through downstream occlusion (dso)/upstream occlusion (uso) test. The root cause of the reported issue was either a faulty printed wiring assembly (pwa) or a faulty piezo. The exact parts will be determined at the time of repair. Either pwa or/and piezo will be replaced.

Event description:
It was reported that the speaker was not working, and the volume was low. There was no reported patient involvement.